Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), prior radiation, chemotherapy, underlying cancer, and prior surgeries affecting skin integrity. There were no reports of wound dehiscence in the pivotal ef-11 trial. There have been 117 (less than 1%) reports of wound dehiscence in the commercial program to date.

Event description:
A (B)(6) female patient with recurrent glioblastoma began optune therapy on (B)(6) 2020. On (B)(6) 2021, novocure was informed by the patient that she was experiencing skin irritation on the scalp. Optune therapy was temporarily discontinued. On (B)(6) 2021, the patient was hospitalized due to wound dehiscence at the craniotomy surgical resection site (last surgical resection (B)(6) 2018). The patient underwent wound revision surgery with cranium hardware removal and was discharged on (B)(6) 2021. Per the prescriber, the event is related to optune therapy.